Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion at 12.1 cm to 12.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device. The abrasion found most likely contributed to the reported complaint of noise from the field.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation noise was noted on the right atrial lead resulting in auto mode switch episodes. All electrical parameters were stable and within range. The lead was explanted and replaced on (B)(6) 2015.